Event description:
Subsequent to the initially filed report, the following information was received: a tear was noted on the tip stent delivery system (sds). A leak was actually not noted in the shaft, but there were leaks noted in the tip and balloon of the sds. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak, the reported material rupture and the reported material split/cut/torn were able to be confirmed. The reported activation failure including expansion/failure to deploy stent was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or other devices resulted in the reported/noted device damages (kinked/torn tip, scratched balloon) thus resulting in the reported tip leak and the reported balloon material rupture. Interaction and/or manipulation of the device resulted in the noted stretched/bent stent struts. The noted kinked inner and outer member and the noted multiple bends and kinks on the hypotube likely occurred due to handling or during packing for return analysis. The reported activation failure including expansion/failure to deploy stent was unable to be confirmed during return analysis. Reportedly, the 3.5x23mm xience sierra stent delivery system (sds) was not air aspirated prior to use. Per the xience sierra everolimus eluting coronary stent system instructions for use (IFU) the first step under the operator's instructions section is inspection prior to use which includes steps for removing the device from the foil and inner pouches. The next step in the operator's instructions section includes the preparation section with steps related to removing the device from the protective tubing, flushing the guide wire lumen and preparing the device by removing air from the system. The deviation of the IFU does not appear to have caused/contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. The patient was presented with unstable agina. After an unspecified balloon was used for pre-dialtation, a dissection was noted. A 3.5x23mm xience sierra stent delivery system (sds) was not air aspirated prior to use, and the sds advanced to treat the dissection. However, a leak from the shaft was noted, and the stent balloon completely failed to inflate. The stent was not implanted, and the sds was removed. A 3.5x38mm xience sierra was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.